Event description:
Medtronic received a report that the aneurysm occlusion status raymond and roy class 1 at the index procedure on (B)(6) 2021. The aneurysm occlusion status was raymond roy class 3 at the follow up dsa imaging on (B)(6) 2021. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 4.7mm and a 3.7mm neck di ameter. Additional information was received indicating the aneurysm occlusion status was raymond and roy class 3 at the index procedure on (B)(6) 2021. There was no recanalization/reperfusion. Additional information received reported that per independent mdt review, fish-mouthing of pipeline vantage was seen at index procedure on (B)(6) 2021 and fish-mouthing and braid collapse was seen at the 6-month follow-up dsa imaging on (B)(6) 2021. Additional information received reported corelab reported aneurysm non-occlusion raymond roy "class 3" at the 1-year follow-up mra imaging performed on (B)(6) 2022 for which the site reported "class 1". Site has not reported any impact to patient. Additional information received reported per corelab image read of the 6m dsa on (B)(6) 2021, the following findings were noted: - intimal hyperplasia of the middle third of the stent (overall parent artery stenosis reported as 25%) additional information received reported that the site has updated the year 2 - 18aug2023 dsa/3d dsa raymond roy occlusion to class 1. There are no aes/dds reported for this subject and there were no symptoms or actions taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.